Event description:
It was reported that the patient had an invance sling implanted in 2006. The patient had recurring incontinence and was then implanted with an advance sling in 2009. No additional patient complications were reported in relation to this event.